Event description:
An erroneously elevated accu tni result of 0.98 ng/ml was generated by an access instrument. The customer performed a visual inspection of the sample tube and no fibrin clot was observed. The erroneously elevated result was not reported out of the lab. Based on the customer's internal procedure, the sample was rerun on the access instrument and the accu tni result was 0.01 ng/ml. Due to the discordant acc tni results (between the original accu tni result and the repeat accu tni), the customer decided to rerun the accu tni for the third time. The accu tni result from the third run was 0.01 ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.